Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter.   Product return status: 3 devices were received. Evaluation status: confirmed 2 reported events were confirmed during testing. 2 devices were found to be affected by detached components. Not confirmed: 1 reported event was not confirmed during testing. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record. Product return status 3 devices were received. Event confirmation status 2 reported events were confirmed; the cause was traced to component failure. 1 reported events were not confirmed. Evaluation results 1 device was found to be affected by the nose tip separating. 1 device was found to be affected by a missing wave spring and preload adapter. 1 device had no problem found.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a component detach. 3 events had no patient involvement; no patient impact.